Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received lower sensor scan results of 200 mg/dl compared to unspecified readings obtained on an adc meter. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer experienced a symptom of headache and self-treated with insulin (type/dose unspecified). There was no report of death or permanent impairment associated with this event.